Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(4). ¿ problem statement: customer reported a complaint regarding carryover between 2 tubes on a patient¿s flow cytometry panel that occurred on 13oct2022. Carryover poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The instrument was tested and found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 659180. Date range from 13oct2021 to date 13oct2022. ¿ manufacturing device history record (DHR) review: DHR part # 659180, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are 12 complaints related to the issue of contamination caused by carryover for part # 659180; date range from 13oct2021 to date 13oct2022. ¿ returned sample evaluation: a return sample was not requested for evaluation because the replaced part is not returnable and was discarded. ¿ service history review: review of related work order #: (B)(4), case # (B)(4) install date: 04jun2018 work order notes: o subject / reported: seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel. O problem description: seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel. O work performed: checked and tested system, found no significant carryover on testing, checked and set sit depth, replaced tubing through pv8 (337033), ran abort rate and performance check, all fine, suitable for use. O cause: unknown at this stage. O solution: blue printed system and rechecked, all fine. ¿ risk analysis: risk management file part # (B)(4), rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No. O hazard ID #: libivd-ra-100 3.1.7 o hazard: incorrect output for samples up to 1.5ml or less. O cause: sample carryover error - fluidic. O harmful effects: events appear in wrong tube (false positive result). O residual probability: 1 o residual severity: 3 o residual risk index: 3 ¿ potential causes: based on the investigation results, carryover was not observed and thus, the potential cause could not be determined. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause could not be determined. In response to the customer reporting seeing carryover between 2 tubes of carryover on a patient¿s flow cytometry panel, an fse (field service engineer) went onsite to check and test the system, but they were unable to duplicate the issue of significant carryover on the instrument. The fse also checked and reset the sit (sample injection tube) depth and replaced the pinch valve v8 tubing (337033 - silicone tubing 1/32in idx1/8in od 50ft) to resolve any potential carryover issues. The instrument was tested again and was performing as expected. Although the instrument is used to run patient samples, the customer confirmed that there were no erroneous results, so no patient was treated or harmed by the reported carryover. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 166. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was not confirmed and thus, the potential cause could not be determined. The fse tested the system, but could not find any carryover issues. To resolve any potential carryover, the fse checked and reset the sit depth and replaced the valve v8 tubing. The instrument was tested again and found to be functioning as expected. No one was harmed or injured. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety.

Event description:
It was reported that while using the bd facslyric¿ that the customer is seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel. The following information was provided by the initial reporter: seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that the customer is seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel. The following information was provided by the initial reporter: seeing significant carryover from tube 1 to tube 2 of a patient¿s two tube flow cytometry panel.